Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer cross checked with a working main pcb and found the unit working adequately. According to them the main control pcb needs to be replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the vela ventilator alarmed xdcr fault and circuit disconnect. The customer confirmed that there was no patient involvement associated with the reported event.